Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient presented to hospital 5 days post lead implant with chest discomfort and ICD therapy with a possible lead perforation. Lead impedances were lower and pacing threshold had increased. Chest x-rays were taken and "if the lead perforated it was not grossly apparent." The lead was repositioned and the patient was held overnight for observation. No further patient complications have been reported as a result of this event.